Event description:
It was reported that when using the bd pyxis¿ anesthesia station es drawer 4 failed to lock. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawer found it unlocked. A field service engineer (fse) manually locked the drawer and rebooted the station. The customer then tested the drawer and confirmed it was functioning without issues. The system functioned as intended after field service engineer repaired the device.